Manufacturer narrative:
A ge healthcare service representative reseated the printed circuit board and all electronic and cable connections. The unit was returned to service. Patient information could not be provided due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit showed "ventilator failure prepare to disconnect patient and ventilate manually" message. There was no reported patient injury.